Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126178 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (126178) have been reported from the same facility.

Event description:
It was reported "used an io needle and experienced resistance when removing the stylet. The stylet wound not remove and ended up pulling out the entire needle assembly." Additional information received 04/03/2022 "I am not sure why this is happening but I did notice the stylet and safety cap (that covers the tip of the needle) are all inside of the shaft of the catheter. It is really tight and firm. This would not be a problem in patients with denser bone. The catheter is in tight enough so it doesn¿t pose a problem but this is not the case for all patients."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "used an io needle and experienced resistance when removing the stylet. The stylet wound not remove and ended up pulling out the entire needle assembly." Additional information received 04/03/2022 "I am not sure why this is happening but I did notice the stylet and safety cap (that covers the tip of the needle) are all inside of the shaft of the catheter. It is really tight and firm. This would not be a problem in patients with denser bone. The catheter is in tight enough so it doesn¿t pose a problem but this is not the case for all patients."